Event description:
It was reported the patient was not satisfied with his stimulation. He was receiving coverage as needed in his low back, legs and buttocks. The patient stated he also was feeling stimulation in his arms, neck, and face at times. The patient was scheduled to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.